Manufacturer narrative:
The insulin pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08690 inches. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering. Customer had low blood glucose levels of at the time of the incident. Customer treated with food for low blood glucose. Customer feel ok to do troubleshooting for low blood glucose. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis. The insulin pump will return for the analysis.